Event description:
The patient had fractured their acetabulum (bone) prior to the revision. The cup was not broken, just lose. Stem and neck were from the rejuvenate platform. All components were removed at the time of the revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 50mm solid titanium cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.